Manufacturer narrative:
Additional information b5: 800ml of the 1000ml normal saline was still in the bag.additional information h3, h6 and h10: a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had under infused. The event occurred during delivery in the emergency room. There was no known patient injury or medical intervention associated with this event. No additional information is available.